Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) did not deploy. Hemostasis was achieved by applying manual pressure for 10 minutes. There was no reported patient injury. The user was trained to the device, and both the device and its packaging were inspected prior to use. The device was prepared and stored according to the instructions for use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. No damages were noted to the sealant sleeves. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynx control vascular closure device (vcd) did not deploy. Hemostasis was achieved by applying manual pressure for 10 minutes. There was no reported patient injury. The user was trained to the device, and both the device and its packaging were inspected prior to use. The device was prepared and stored according to the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. No damages were noted to the sealant sleeves. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and the syringe was not returned for evaluation. The sealant was present in its manufactured position and fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test was performed to ensure functionality. The unit operated as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted as expected. The reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since there were no issues noted to the device during functional analysis. However, procedural/handling factors possibly contributed to the unknown issue experienced during the procedure. It should be noted that since the deployment button (button #1) of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. As stated in the IFU, which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.